Manufacturer narrative:
Concomitant medical products: 7x26 mm).qn# (B)(4). It is unknown if the device sample is available for investigation.

Event description:
Customer reported that "the balloon of the balloon expandable stent (litus 7x26 mm) was stuck in the 6x90 cm vasc sheath".

Event description:
Customer reported that "the balloon of the balloon expandable stent (litus 7x26 mm) was stuck in the 6x90 cm vasc sheath".

Manufacturer narrative:
Concomitant medical products: product ID: 7x26 mm). (B)(4). Additional information received from the customer indicates the device was replaced successfully. No medical intervention was required, and there was no delay in treatment. The customer returned one 6 fr sheath ext with a litus stent (non-arrow product). Signs-of-use in the form of biological material were observed. Visual inspection of the returned components revealed the litus catheter had been completely inserted through the sheath extrusion and was stuck. The distal end of the litus catheter contained a balloon expandable stent. This in combination with dried biological material likely prevented the customer form being able to remove the litus catheter. Additionally, additional examination revealed that the litus catheter is a 7fr catheter, which is larger than the 6fr arrow sheath. In order to accurately perform dimensional analysis, the litus catheter was cut so it could be removed from the assembly. The sheath body length measured from the hemostasis valve to the tip measured 35 11/16", which is within the specification limits of 34 7/8"-35 7/8" per the sheath ext with dilator graphic. The inner diameter at the sheath tip measured .086", which is within the specification limits of .085"-.087" per the sheath ext with dilator graphic. The sheath outer diameter measured .114", which is within the specification limits of .111"-.115" per the sheath ext with dilator graphic. To test the compatibility with 7fr catheters, a lab inventory 7fr ptd was inserted through the sheath ext. Major resistance was encountered as the ptd could not pass through the sheath. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". The report of a sheath tight over non-arrow catheter was confirmed through complaint investigation. Visual analysis revealed that a litus balloon stint catheter was confirmed to be stuck inside a 6fr sheath. Large amount of dried biological material was observed around the balloon stint. After removing the litus catheter, dimensional analysis revealed that the sheath ext met all relevant dimensional and functional requirements. A device history record review was performed based on sales history, and no relevant findings were identified. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.